Event description:
Hospital staff attempted to administer external pacing to a pt diagnosed with a bradycardic rhythm. The device allegedly displayed a service indicator after a short period of pacing and continued use of the pacer was inhibited. The pt was stabilized using drug therapy and external pacing was no longer needed. There were no adverse effects to the pt reported as a result of the alleged malfunction.